Event description:
Technician alleged that the brake caster ratchets when the brakes are activated. No injury reported.

Manufacturer narrative:
Technician found the cause to be normal wear and tear. The technician replaced the brake caster to resolve the issue.